Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter had a cracked display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 7pm. The cca was advised the patient manages her diabetes with lantus insulin (55 units 2x a day) and an oral medication (type/ amount not specified). The patient continued to take her usual dose of medications. About 2 hours after the start of the alleged issue, the patient claimed she felt symptoms of sweaty and dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.